Event description:
The customer reported the following: "pre checks before a pt. Circuit occlusion, ext high p peak alarms. Biomed checked the vent and was able to confirm the alarms at start up. They have a trained tech but he is not at this facility. Field service requested to check the transducers and calibrate if possible. Fsr dispatched": when field service went on site they documented the following "occlusion and ext high peak alarms. Problem detected when vent was first put on pt. No pt incident. Tr had run est beforehand, but not tested with test lung. Diagnosis: biomed did not check vent. He was told that "everything was replaced", meaning pt circuit."

Manufacturer narrative:
(B)(4). Field service evaluated the unit, and discovered that the expiratory filter was blocked. He replaced the filter, performed extended system testing/operational verification procedure, and checked the transducers. All the transducers zeroed okay (the unit was performing according to manufacturer specifications).